Manufacturer narrative:
Other, other text: device evaluation: one pump was returned for analysis in used condition. Visual inspection showed that the downstream occlusion sensor had a bubble. The investigation confirmed the reported issue. The downstream occlusion sensor was replaced.

Event description:
Information was received indicating that the occlusion sensor of the smiths medical cadd solis vip pump was bubbled up. No adverse effects were reported.